Event description:
It was reported that the intraocular lens was removed intraoperatively from the patient's right eye due to a bent haptic noted during insertion. The incision was enlarged to remove the lens and suture was used to close the wound. Another lens of the same model was implanted successfully. The patient's prognosis was reported as good. Please reference MDR# 1119279-2013-00076 for the delivery device used during the event.

Manufacturer narrative:
The lens was returned to bausch + lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.